Event description:
Male connection on paragon broach broke in use in the patient, which resulted in greater than 20 minutes surgical delay.

Manufacturer narrative:
Repetitive use of calcar reamer caused weak points around the spigot of the broach resulting in breakage of the spigot during use. As a result of this, paragon broaches from the location of event will be swapped out with brand new sets of broaches. A corrective and preventive action (CAPA) has been raised by the manufacturer to address this issue and prevent recurrence. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the event. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.